Event description:
Customer reported an inform system blood glucose results of 18 mg/dl and 160 mg/dl, lab result of 125 mg/dl within 10 minutes. Customer reported no patient symptoms, no adverse event reported. A request was made for the return of the system, replacement was sent.